Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found the wrist cover was found to be torn. As a result of the damage, the stapler could not be installed or removed from a cannula properly as the wrist cover would get caught up with the cannula tip. A piece of material approximately 0.33" x 0.04" was missing. Tears were not axially aligned with the main tube. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, a sureform 60 stapler instrument was stuck on arm3. System event logs showed that the instrument was disengaged from arm3. After firing on tissue, the customer informed technical support engineer (tse) that the instrument jaw appeared to be stuck in or on the cannula. The stapler jaws released as intended, but surgeon felt he lost control of the arm/stapler during removal. The surgeon stated that the wrist was at a right angle and the jaws were open. The tse suggested that the surgeon attempt to close the jaws and straighten the wrist, if possible. The instrument was not able to pass through the cannula, the tse suggested that the instrument and arm with cannula attached may need to be removed. The customer successfully removed the arm, cannula and instrument from the patient and then removed the instrument from the arm and the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was noted on the instrument/stapler. The stapler could not be straightened. The port incision was not increased. No pieces from the instrument broke or fell inside the patient's anatomy.